Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, intermittent button response was noted due to corroded keypad traces. No moisture damage was noted on the electronic assembly during the visual inspection. The insulin pump had a cracked display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump was held against the body and may have been exposed to sweat. Customer's blood glucose reading at the time of the call was 6.7 mmol/l. No further information reported.